Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part number: 03.111.021. Lot number: t174558. Manufacturing site: tuttlingen. Release to warehouse date: february 12, 2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the compression/distraction instrument (p/n: 03.111.021, lot #: t174558) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the gear end cap had fallen apart from the device and would not screw back into place. No other issues were identified with the returned device. Functional test: during the functional test the arms were able to assemble onto the device and the rotation and distance could be adjusted as intended with no issues. The locking clamps functioned as intended. The wingnut the with gear however is loose without the gear end cap which had fallen apart form the device. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: there was conclusive evidence that the returned device had a component fallen apart, so the dimensional inspection was not performed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. -distractor compact foot. Complaint confirmed? Yes, the device received had a component fallen apart. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the compression/distraction instrument (p/n: 03.111.021, lot #: t174558). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, a small screw was found located on the back of the compression/distraction instrument keeps loosening and coming off and the universal drill guide insert won't come out. There was no patient involvement. This complaint involves (2) devices. This report is for (1)compression/ distraction instrument. This report is 1 of 2 for (B)(4).